Event description:
It was reported that the spring wire guide (swg) was inserted without any problems. During removal, the swg unraveled, but did not break. The swg was removed and the catheter remained in the pt. Additional info was received on (B)(6) 2010, from the qa assistant, teleflex (B)(4) that the insertion site was jugular. There were no pt complications or delay in therapy reported. No intervention was required. The pt outcome is "fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.